Event description:
One of the pins in the sure trak of the medtronic system was broken which led to an imprecise navigation which in turn led to a screw being placed too medially. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).